Event description:
It was reported that the tubing separated. It was confirmed during follow up, that there was no patient involvement and there was no user harm.

Manufacturer narrative:
The customer¿s report that that tubing separated was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection confirmed that the tubing was completely separated from the tubing adapter due to insufficient solvent being applied at the engagement of the tubing. There were no other anomalies observed with the set during initial inspection. The tubing and tubing adapter was measured and found to be within specification(s). Functional testing could not be conducted due to the set being separated. The root cause was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing separated. There was no patient involvement. There was no user harm.